Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported that during a lap gastric bypass procedure the active blade broken while being cleaned off on the back table. Another device was used to complete the case with no patient consequence.